Event description:
It was reported to philips that the system unable to boot up. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a programming error, unable to monitor hardware status of pcs and requested onsite support. To resolve the issue, the fse replaced the host pc. The defective part was sent for analysis, for host pc no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.